Manufacturer narrative:
Philips has investigated this complaint according to the additional information collected the system was in clinical use when the issue was identified. The procedure was completed as planned by using the same system. The field service engineer (fse) visited onsite and found the lateral potentiometer assembly (fru ad7) faulty. To resolve the problem, the potentiometer was replaced due to detected movement without button presses, followed by calibrations and functional tests in the customer's presence. After lateral potentiometer assembly was replaced, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system detected movement without any button commands, indicating uncommanded movement. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.